Event description:
It was reported that pump displayed cartridge change error while customer was attempting to load cartridge. There was no adverse impact to the customer's blood glucose level. Customer, with guidance from technical support, inspected cartridge o-ring and pump pneumatic area, removed pump from case, and then successfully reloaded cartridge and resumed insulin delivery.